Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was revised and replaced on (B)(6) 2024. The patient was in stable condition.